Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 in site #13 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. Immediate extraction site was involved in the event. The clinician states that the implant started forming granulation tissue about 6 weeks after placement. The implant was removed on (B)(6) 2013.